Manufacturer narrative:
Concomitant medical products: 459888, lead, implanted: (B)(6) 2017; dtba1q1, ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead impedance warning indicating high rv impedance. No reprogramming was done. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.